Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an issue with her onetouch veriopro meter reading her blood as a control solution test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2012. The patient manages her diabetes with humalog insulin (6-7 units in the morning/ 11-12 units lunch and evening). It is not clear if the patient made changes to her usual dose of medications at the time of the alleged issue. The patient denied developing symptoms. On (B)(6) 2012, the patient visited her physician's office and laboratory tests were performed. The patient obtained a result of "7.1%". At that time, the physician increased the patient's usual dose of humalog insulin (8-9 units in the morning/ 13-14 units lunch and evening). No additional treatment was specified. The cca was not able to walk the patient through a retest to resolve the alleged issue. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.